Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 412 mg/dl. The customer treated with insulin pen. Customer declined to troubleshoot for high readings. Customer stated received no delivery alarm twice today no delivery alarm twice, once during therapy and once during priming and could not get rid of it. Advised possible connection issue or occlusion in tubing or reservoir could lead to no delivery alarm. Troubleshooting was performed and found the event was resolved by changing the infusion set and reservoir. The customer does not have the product to return for analysis.